Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power system error, power loss alarm, and failed battery test from the insulin pump. The customer's blood glucose reading was 12.3 mmol/l. The customer stated that every 4 hours, the pump would alarm failed battery test. The customer was advised to program a normal bolus into the air. The customer was advised to monitor the pump and call back to troubleshoot.